Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms about 6-7 months ago, so they went back to their healthcare provider¿s office where all of the programs were tried. The caller stated they healthcare provider didn't think the device was working at all since the patient couldn't feel stimulation at the highest level on 3 of 4 programs. The caller stated that on the 4th program they couldn't go past 1. The caller was redirected to the healthcare provider for possible reprogramming. Additional information was received from a healthcare provider (hcp) indicating that the cause of the lack of stimulation was likely a faulty lead. When asked for the cause of the inability to go past 1 on the 4th program the hcp stated all 4 programs were tested at the highest level and the patient could not feel any stimulation. The hcp reported the patient was scheduled for a device replacement. On (B)(6)2020 the patient reported the circumstances leading to the lack of stimulation and inability to go past 1 on the 4th program was that their device came unhooked. The patient indicated they now had the smart programmer and hopefully it would work. No further complications were reported.